Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was hospitalized with a driveline infection. While hospitalized old driveline sheath was worn out and repaired. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed a break in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of driveline damage may be attributed to factors such as improper handling or wear over time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018 while patient's hospitalization. Sepsis was confirmed, computed tomography (CT) scan confirmed the presence of staphylococcus on pump pocket, driveline and outflow graft. Surgeon decided to exchange the pump and driveline. Pump was exchanged (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.